Event description:
It was reported that stent dislodgement occurred. The 80% stenosed lesion was located in the mildly tortuous and severely calcified peripheral artery. An 8.0 x 30 mm x 135 cm express ld iliac / biliary stent system was advanced; however, difficulty was encountered while advancing the device over the aortic arch. Upon crossing the calcified lesion, the stent dislodged from the delivery balloon. The stent migrated from the common iliac artery to the external iliac artery. The physician elected to keep the dislodged stent and used a balloon to expand it against the vessel wall at the external iliac artery within the diseased segment. The stent was not removed, as the physician determined it was acceptable to deploy it at that location. The procedure was completed without reported patient complications.

Manufacturer narrative:
G4: premarket / 510(k): k133110, p090003. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
G4: premarket / 510(k): k133110, p090003. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the express ld device confirmed that the stent - dislodged inside the patient is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/ or condition.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 80% stenosed lesion was located in the mildly tortuous and severely calcified peripheral artery. An 8.0 x 30 mm x 135 cm express ld iliac / biliary stent system was advanced; however, difficulty was encountered while advancing the device over the aortic arch. Upon crossing the calcified lesion, the stent dislodged from the delivery balloon. The stent migrated from the common iliac artery to the external iliac artery. The physician elected to keep the dislodged stent and used a balloon to expand it against the vessel wall at the external iliac artery within the diseased segment. The stent was not removed, as the physician determined it was acceptable to deploy it at that location. The procedure was completed without reported patient complications.